Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 106 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had a cracked case near a display window corner, cracked display window, broken reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.